Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead stylet 'did not insert in lead easily'. The lead was implanted successfully and remains in use. No patient complications have been reported as a result of this event.